Event description:
Approx 1 1/2 hr into uneventful hemodialysis treatment, transducer was noted to be wet. While staff member was changing the transducer, an audible alarm sounded, the venous line disconnected from the dialyzer and the message on the display screen read: act blood pump fail. In the process of changing the contaminated line, the entire system clotted, causing the loss of 250 u's of blood. No problem could be found on testing: fresenius advised to change function board.